Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 120.4420. Technical support tech has error on 8015 ls unit error 120.4420, 1. Issue with the unit high backup voltage at the capacitor is used to power the backup alarm, 2. Will need to replace logic board. The customer reported problem was confirmed.

Event description:
Retro: service: case #: (B)(4).- npi error code on 8015 ls unit othe - other- specify in comments the customer stated that there was no patient involvement the customer reported an error code 12.4420 on 8015 unit. No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 120.4420. Technical support tech has error on 8015 ls unit error 120.4420, 1. Issue with the unit high backup voltage at the capacitor is used to power the backup alarm, 2. Will need to replace logic board. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 05/22/2017 to 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for high backup voltage failure. There was no patient involvement.